Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a rash under the rear therapy electrodes. The patient was given a prescription for a steroid cream from her physician. The patient reported that the prescription did not seem to be helping. The outcome of the irritation is not known. Update: (B)(6) 2019. The patient again contacted zoll to report that the rash worsened and that her doctor prescribed a stronger steroid that also did not seem to help. The patient elected to remove the lifevest for some time to allow the rash to heal slightly. The final outcome is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a rash under the rear therapy electrodes. The patient was given a prescription for a steroid cream from her physician. The patient reported that the prescription did not seem to be helping. The outcome of the irritation is not known.